Event description:
It was reported that during a surgical procedure at the user facility the drill was smoking and overheating where the bur is inserted. It was reported that a non-stryker bur was used. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the drill was smoking and overheating where the bur is inserted. It was reported that a non-stryker bur was used. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated becuse the device was not recognized by the console. However, a number of worn and damaged components were found, including a burnt printed circuit board (flex assembly), which may have cause the reported overheating and smoking.